Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was a scratch on the insulin pump¿s screen. They could only see half of the screen. The customer¿s blood glucose level was 130 mg/dl. The device will be replaced and returned for analysis.

Manufacturer narrative:
Unit passed displacement test. Unit received with minor scratched display window, case and keypad overlay.